Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 380 mg/dl. The customer attempted to self-treat with a bolus via pump and a manual dose injection. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. Reportedly, the customer was using apidra brand insulin. Tandem customer technical support informed customer that apodra is off label per the user guide. Customer was release from the hospital with issue resolved and no permanent damage.